Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implanted neurostimulator is taking a long time to charge since 6 months ago. Caller stated they think the implantable neurostimulator (ins) need to be replace. Caller stated the implant is depleting faster than it used. Patient reported the controller was dropped and the screen is cracked. Patient stated the new healthcare provider (hcp) haven't seen him yet. Controller shows ins 70% and controller 100% charged. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna but the belt is falling apart. Patient service confirmed patient did not have a fall or trauma. Agent reviewed device function and recommend patient consult with hcp ofc for next steps. The issue was not resolved. A request was sent to the repair department to replace the recharger device, controller and belt. Additional information was received from healthcare professional that the cause of ins depleting faster was not known. Replacement was sent and was sent to specialist to solve these issues.